Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left peroneal artery. A 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 10 atmospheres for 60 seconds, the physician noticed that the contrast media was leaking. When the device was removed from the non-bsc introducer sheath and inspected, balloon rupture was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).